Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, high voltage lead impedance measurements were observed during a routine device changeout upon connecting the lead to the newly implanted device. Lead was capped and replaced. Patient was stable post-procedure.